Event description:
It was reported that the right ventricular (rv) lead displayed chronically high thresholds that required reprogramming. Over a year later, lead thresholds remain high and the lead exhibited oversensing and triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Additionally, electromagnetic interference was noted and it was confirmed that the patient was swimming at the time. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.